Event description:
It was reported that the analyzer was oversensing noise and causing inhibition during use on a pacer dependent patient. It was further noted the same programmer/analyzer was used earlier that same day, with no issues. Troubleshooting recommendations were provided by medtronic technical services. The sensitivity was changed on the analyzer for the vegm. This reduced oversensing. No patient complications were reported as a result of this event. Follow-up information received reported the oversensing of noise was caused by construction emi in the room adjacent to the cath lab. There have been no further issues since construction stopped. The analyzer remains in service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.